Event description:
The user suffered from a trauma one month ago (june 2024). Since then the sounds started to stop from time to time. There is no swelling or redness over the implant area.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user suffered from a trauma one month ago ((B)(6) 2024). Since then, the sounds started to stop from time to time. Re-implantation is considered.

Event description:
The user had a trauma one month ago ((B)(6) 2024). Since then, sound stops from time to time. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.